Event description:
It was reported that a pt underwent a sling procedure in 2008. Post-operatively, the pt had voiding difficulty and as a result, went to the emergency room on the following day. A nelaton catheterization was done, and the urine volume was two hundred and fifty milliliters. The surgeon recommend that the pt be discharged with an indwelling catheter, but the pt did not want it and was discharged on the next day. On four days later, the uroflow pattern and residual urine were checked and results showed "abdominal straining pattern" with little voiding difficulty. On the next day, a sling release operation was performed which resolved the problem.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.